Manufacturer narrative:
The subject device was returned to olympus for a regular inspection. In addition to evaluation, due to clogging of nozzle, water removal ability did not meet the standard value. The adhesive on bending section cover had a chip. Adhesive on bending section cover had white-clouded area. Grip was shaved. Switch button 4 had a scratch. Plastic distal end cover had a dent. Connecting tube had a scratch. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility knows when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis lucera gastrointestinal videoscope) was returned to olympus for a regular inspection. There was no reported complaint or patient harm associated with this event. During incoming inspection, it was determined foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined. The event can be detected and or prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿inspection of endoscope¿. ¿ visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿. ¿when using the air/water button. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed¿. Olympus will continue to monitor field performance for this device.